Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention, urgency frequency. It was reported that things have gotten worse than before the procedure as they have to use a catheter every 4 hours. They have the pain of urgency but cannot go very much. No further complications were reported/anticipated at this time.